Event description:
When attempting to move the laser, one of the wheels became detached. Staff attempted to hold it up because there are compressed gas cylinders on the cart, but they were unable to and the cart tipped over. The cart did not land on anyone. The casters have threaded stems and had worked loose over time. When the laser tipped over, the fiber adapter broke completely off, making the unit unusable. Inspection of our other omniguide lasers found several other wheels that were loosening and in danger of falling out. Caster stems were tightened securely with thread locking compound. Manufacturer response for surgical laser, omniguide (per site reporter): field service engineer came on-site to align and recalibrate unit. No comment about the wheels.